Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. No problem was found with the stem. It remains implanted without any allegations noted to the device. The scratch was noted to the neck of the stem, and this is a modular construct. So, the neck is a separate device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: vivacit-e dm bearing 28x40mm, item: 110031010, lot: 65493922. Modular neck s 12/14 neck taper use with +0 heads only, item: 00784800300, lot: 65595612. G7 dual mobility liner 40mm d, item: 110024462, lot: 65756272. G2: japan. H6: proposed component code: mechanical (g04) - stem. The customer indicated that device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent hip revision approximately 2 years post implantation due to dislocation. Upon opening the joint capsule, a metallosis reaction was observed. Part of the dm (dual mobility) poly bearing had fractured, forming a helmet-like shape, and the ceramic head had become detached. Additionally, a partially worn scratch was noted on the stem neck. No additional information available for the reported event.